Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and investigation; the customer's report was observed during review of the device activity log. However, the customer's report was not duplicated with the device after extensive testing. The ac charger was replaced to reduce the probability of reoccurrence. The device was recertified successfully and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.